Event description:
It was reported that the bd alaris syringe module syringe administration set was leaking. The following was received by the initial reporter: clinician said they experience leaking at the connection of psd tubing ref#(B)(4).

Manufacturer narrative:
Investigation summary : no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd alaris syringe module syringe administration set was leaking. The following was received by the initial reporter: verbatim : clinician said they experience leaking at the connection of psd tubing ref#(B)(4).

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.